Event description:
It was reported that the roller pump displayed a 'service pump' message. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump and performed testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported complaint. The pst connected the roller pump to lab use only (luo) testing equipment. It ran for several hours without issue. The pst ran it through the pump jam testing where it successfully passed. There were no issues with the roller pump throughout the evaluation. The service repair technician (srt) could not duplicate the reported complaint. The roller pump ran in pulse mode for over two hours with no issues observed. Pump jam and overspeed testing was performed, passing successfully. The roller pump was opened to check for loose connections which none were found. The display to pump cable was replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure and as a result, an alternate device was employed.

Manufacturer narrative:
Updated block: b5.